Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient saw his physician and he stated that his device was placed 5 years ago and worked well until 10 days ago. But when the patient inflated his device pre-intercourse, the device had a sensation of rupture on the penile body. This event did not occur during penetration, but pre-penetration inflation. The physician examined the patient and his device exhibits cracking in the subcutaneous and left cylinder without distensibility when triggered. The physician will schedule a replacement on a future date. It was further reported that the left cylinder does not inflate.